Event description:
It was reported that when the patient was admitted to the ICU, the patient had a vf episode and was externally defibrillated. When the device was interrogated at the funeral home, backup vvi was observed. Technical services suggested explanting the device.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun

Manufacturer narrative:
It is believed that the reset was due to the application of external defibrillation during high voltage charging, which would cause a power on reset (por). The device was tested on the bench. All device functions were normal.